Event description:
It was reported that a patient's implantable cardioverter defibrillator had problems connecting an electrode to the low voltage port during its initial implant surgery. The electrode could not enter completely, and so a different device was used. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event was difficulty connecting to the left ventricular lead. This could not be confirmed by analysis, however, analysis did reveal that the atrial set screw was dislodged, partially stripped, and contained septum material inside of the hex cavity. This dislodgement prevented the full insertion of the torque driver, and upon inspection this set screw anomaly was consistent with procedural damage.